Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg would not stay charged and shocked the patient. The physician believed that the ipg was nonfunctioning so this patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg would not stay charged and shocked the patient. The physician believed that the ipg was nonfunctioning so this patient will undergo an ipg replacement procedure.